Manufacturer narrative:
(B)(4). Customer stated they did not replace the battery when a replacement battery was necessary. ; UDI #: n/a.

Event description:
During a patient use event, the user is reporting the device did not power on after the pads were placed on the patient. The customer states they "overlooked" warning from unit, battery was old and totally drained for power. The patient survived.